Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info was requested on (B)(4) 2012 and (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon also indicated the pt had a previous lasik procedure [unknown if before or after iol implantation]. Additional info has been requested.